Event description:
Ablation for atrial fibrillation. Lasso mapping catheter used during procedure not easily manipulated to desired position. Upon trying to remove, unable to easily remove. Once removed, tissue noted enveloping distal loop of lasso catheter. Pt required mitral valve repair 2 days later for mitral valve regurgitation.